Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
T was reported that the patient¿s right ventricular (rv) lead lead presented with high thresholds, low impedance, undersensing and was unable to capture at high output when programmed to bipolar pacing. An insulation breach was suspected. The lead was reprogrammed to unipolar pacing and remains in use. No patient complications have been reported as a result of this event.